Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Echocardiographic images were received and reviewed by an abbott vascular senior medical advisor. The reviewer confirmed the injury to the posterior leaflet, resulting in the new regurgitant jet but there is no evidence of a device issue. It was further noted that the posterior leaflet tissue became caught on the grippers resulting in the injury. Tissue damage, as listed in the mitraclip system instructions for use "ssible" is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets and difficulty removing the device from the leaflets appears to be related to patient morphology/pathology due to the posterior leaflet flail. The reported tissue damage was a result of procedural conditions resulting from the difficulty removing the device from the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: images were reviewed by an abbott vascular senior medical advisor who noted that the posterior mitral leaflet tissue got caught on the grippers of the clip delivery system, resulting in leaflet injury.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during difficult grasping attempts, the tip of the clip arm caused a hole in the posterior leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve. Grasping the leaflets was difficult and on the third attempt, the tip of the posterior clip arm caused a hole in the posterior leaflet. The clip was deployed, reducing the eccentric jet from the flail; however, the centric jet from the hole remained. Mr was reduced to 3. No further clips were implanted. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.